Manufacturer narrative:
Results: the jet7 was kinked approximately 19.5 and 57.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the catheter shaft was kinked. If the device is forcefully advanced against resistance, damage such as a kink may occur. This kink likely contributed to the jet7 inability of being advanced through the patient¿s anatomy during the procedure. The root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of resistance.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, the physician was re-advancing the penumbra system jet 7 reperfusion catheter (jet7) to make a second pass in the target vessel, when he reported difficulty re-advancing the jet7 through the patient¿s anatomy. The physician then decided to remove the jet7 and found that it had become fatigued and misshaped. It was reported that the damage to the jet7 likely occurred during the first pass. The procedure was completed using another jet7. There was no report of an adverse effect to the patient.